Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart, 84/box lot# 73l1800045. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips broke at the time where they were being loaded on the applier. We tried with another applier and the same issue happened. The patient's condition is unknown currently.

Manufacturer narrative:
(B)(4). The customer returned one cartridge and one unopened representative sample 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its original packaging and lid stock. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge contained four clips broken in half at the hinge and there were no intact clips remaining. Functional inspection was performed on the representative sample. A lab inventory clip applier was used. The first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips from the representative sample. Although no functional issues were found with the representative sample, one cartridge was returned with four clips broken in half at the hinge. It could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broke during loading" was confirmed based upon the samples received. One cartridge and one unopened representative samples were returned. The cartridge contained four clips broken in half at the hinge and there were no intact clips remaining. Although no functional issues were found with the representative sample, one cartridge was returned with four clips broken in half at the hinge. It could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the clips broke at the time where they were being loaded on the applier. We tried with another applier and the same issue happened. The patient's condition is unknown currently.